Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the shaft is slightly distorted. Cable, plug and tip are in good condition. The device was connected to a test generator, however one of the ablation buttons was unable to be activated as intended. The device was sent to the supplier atl UK for further evaluation regarding functionality and buttons. The supplier atl UK performed an evaluation with the following results: tip is in used condition, shaft is slightly distorted. Handle, cable and plugs assemblies were in good condition. Suction tube is missing. Device passed all electrical checks. Handswitch activations failed. Ablate sw2 button dis not respond as well as coag sw3. Further inspection revealed that switches sw2 and sw3 didn't function. Visual inspection of switches showed no issues with sw2, however, there was minor discoloration around base of sw3 and the conformal coating of the pcb was inconsistent. All exposed conductive surfaces should be conformal coated including legs of connector and wire terminations. Inconsistencies in the conformal coating which should cover all conducting surfaces on the rear of the connector board is currently being investigated under a CAPA. From our investigation we were unable to reproduce the customer reported defect that "electrode - the button remains stuck and pulls continuously. - product code: suction the instrument fires without having pressed the button. The reported event of continuous activation has been reviewed against the systems risk assessment document for tripolar electrodes, the highest identified risk within for failure modes that are equivalent to the complaint failure mode(s) is incorrect or inappropriate output or functionality, inadvertent / unintentional activation with a hazardous situation of high temperature and a potential outcome of patient burn, line 710 applies. The severity risk category is 'serious'- results in injury or impairment requiring professional medical intervention. For this scenario a pre mitigation risk of grid 15 and a post mitigation risk of grid 14 are stated, which is 'serious' and 'probable' and rated as as low as reasonably achievable (alra). Therefore, the severity and frequency (1 in 3,867) are as anticipated in the risk documentation and remain as alra. And device 2 was found to exhibit intermittent function on hand switching buttons ablate sw2 & coag sw3. Some visual defects relating the to the conformal coating on the pcb were observed for device 2 and also slight discoloration which may have impacted the button performance. The exact root cause of the customer reported continuous activation could not be determined at this stage and further investigation into this failure mode is currently being conducted under CAPA which is in the root cause phase. The overall complaint was not confirmed as the observed condition of the vapr tripolar 90 suction elect would have not contributed to the complained device issue. Based on the investigation finding a potential cause cannot be established. This product issue was identified during the investigation by the supplier. This product issue will be addressed through the supplier quality system. J&j medtech will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by the sales rep from luxembourg that during an unspecified surgical procedure on (B)(6) 2024 that while the vapr premiere 90 electrode -ea and vapr tripolar 90 suction elect devices were in use together it was observed that the devices were defective, the button remained stuck and pulled continuously. The device also fired without having the button pressed. Another like device was used to complete the procedure. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided. This is report 1 of 2 of the same event.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. H4: the device manufacture date was unknown.